Event description:
During evaluation of a returned spectrum pump a system error 322 (link switch error (low)) was identified.

Manufacturer narrative:
The device was received for evaluation. During evaluation, a system error 345 was identified. A switch test was performed and found lower link switch to be malfunctioning. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower link switch to be malfunctioning. The lower link switch requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11: the device was received for evaluation. During evaluation, a system error 322 was identified. A switch test was performed and found lower link switch to be malfunctioning. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower link switch to be malfunctioning. The lower link switch requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.